Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. The pump was tested after cleaning the keypad and traces, and no display ramping on its own anomaly was noted. The pump powered up properly after battery installation. The pump was received with operating currents within specification. No unexpected low battery alarms, battery out limit alarms or off no power alarms were noted. No vibration anomalies were noted. The pump was received with a cracked case at the display window corners, a cracked display window, a cracked belt clip slot, minor scratches on the lcd window, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the buttons hard to be pressed really hard and the only turned on the back light. The customer stated that the act button started to skip through screens without being pressed. The customer stated that the pump vibration stopped working about 6 months ago and there was a battery out limit and off no power. Customer was advised to discontinue use of the device and to revert to a backup plan.